Event description:
As reported, after being discharged post deployment of four 6f-12f mynx control venous vascular closure devices (vcd), the patient developed a less than 6cm hematoma at home. Lidocaine with epi was given and a fem-stop compression device was applied. A decreased hematoma was observed during a follow-up office visit approximately three days post procedure. The mynx vcds were used during an atrial fibrillation ablation procedure with an antegrade approach, and the deployer was a mynx-certified user. The device was stored and prepared per the instructions for use (IFU). Femoral artery suitability was verified on venography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The stick location was at the mid femoral head, with no presence of peripheral vascular disease or calcium at the puncture site. A total of four mynx control venous vcds were used in the right and left femoral veins, with no deployment issues reported, and hemostasis was achieved. There were no multiple sheath exchanges or multiple stick attempts during the procedure, and the patient¿s inr was not greater than 1.5. Additional details including information regarding the location of the hematoma was requested but were unknown. The devices will not be returned.

Manufacturer narrative:
Please note that the lot number is unknown. Additional information is pending and will be submitted within 30 days upon receipt.